Event description:
It was reported by service report that the breakaway head section would not lock in the up position. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Release bar.